Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08732. During a clinic follow-up, episodes of noise resulting in myopotential oversensing were observed on the right atrial (ra) lead. During the revision procedure, insulation damage was visually confirmed on the ra lead, as well as on the right ventricular (rv) lead. Both the ra and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of noise resulting in myopotential oversensing and insulation defects were confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination revealed an external insulation abrasion that exposed the outer coil, which was caused by friction to the device can. The cause of the reported event of noise resulting in myopotential oversensing was isolated to the exposure of the outer coil in the abrasion zone.